Event description:
The technician found the bottom left side rail will not latch. The bed was located in the hill-rom service center. There was no pt/user injury reported, no pt on the bed. This report was file din our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician found the bottom left side rail latch is stuck and needs replacing. The cause of the bottom left side rail latch being stuck is contamination by fluid. The technician cleaned the bottom left side rail center arm assembly and replaced the side rail latch, e-ring and latch bias spring to resolve the issue. Based on this information, no further action is required.